Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient stated fingerstick values were between 80 and 160 mg/dl, but sensor readings were under 30 mg/dl and above 300 mg/dl. At the time of contact, no injury or medical intervention was reported.